Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user replaced their freestyle libre 3 plus sensor and the ilet app continued to display ¿start sensor,¿ with repeated scans indicating acceptance but no glucose values appearing, despite re-pairing the ilet to the mobile app and rescanning; the user was advised to try a new sensor and to contact libre support. Symptoms included no reported adverse physiological effects. Outcomes included no alerts or alarms and no medical intervention or hospitalization. Investigation included technical troubleshooting and user education via phone support. Investigation of this case revealed an inability to establish or maintain cgm pairing or data transfer, consistent with a suspected sensor or connectivity malfunction requiring a new cgm sensor. It was concluded that the event was due to a cgm pairing failure necessitating sensor replacement, with no patient harm reported.